Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 was not detected on bus. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 was not detected on bus. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by internal cable connection. A field service engineer removed the back panel of the station, reset the cabling, and verified the operation using the hardware test application (hta) and diagnostics. The station was rebooted for customer use, and the issue was confirmed as resolved by the customer. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.